Manufacturer narrative:
There is no service record, and without evaluating the unit, the cause for malfunction cannot be determined. It is believed that a burr on the compression nut resulted in the failure. The burr call-out is on the drawing. Engineering updated the drawing to ensure technicians make the proper assessment. An engineering change order was generated to cover implementation of applicable dwgs.

Event description:
Needle stopped moving, fluid still flowed.